Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies found. However, the outer insulation was pulled apart due to overstress and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the lead became stuck. The physician suspected that the lead tip was caught in the myocardium. The lead was strongly pulled and removed. When the lead was removed, the tip did not have the normal j-shape, and appeared to have been damaged when it was explanted. This lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.